Event description:
A medtronic rep reported that while in a spinal surgery, the system failed to calibrate the suretrak instruments. It appeared the system freezes for suretrak after it had been re-registered or after a certain amount of time. The software stops at the "choose divot" step. Restarting the software solves the issue. They are running the software in (B)(6). Reinstallation shows no solution. The system tracks and verifies other instruments without issue. It is just the calibration of suretrak where there is an issue. The surgeon opted to complete the case without the use of the stealthstation. There was no impact on the pt outcome.

Manufacturer narrative:
Patient info was unavailable at the time of this report. Software eval is in-progress at the time of this report.